Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported pump is shutting off during set up which was reproduced. The cause was determined to be failed battery pack. The battery pack was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum abgn wireless battery shut off during programming or setup at the oncology department. The pump used was noted to work fine with a known good battery. There was no patient involvement. No additional information is available.